Event description:
It was reported during implant, multiple attempts were made to position the atrial lead with no success. The lead was not used. A new atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, the distal conductor was distorted, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, and the lead was stretched. Visual analysis indicated that the lead appeared to have been damaged at implant.